Event description:
The customer reported that after pipetting an hbc plate on summit the technician noticed that reagent was not being properly dispensed into position 1. No error was generated. No death or serious injury was associated with this compliant.